Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in sicu (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the foot right brake would not lock. The technician replaced the right foot brake caster to resole the issue. Based on this information, no further action is required.